Manufacturer narrative:
Information was received from a surgeon who is not required to complete form 3500a. The device was not received for evaluation, as it was implanted. Packaging subcomponents were reviewed. The device was manufactured in (B)(6) 2012. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the plastic bag that enclosed the implant adhered to the implant over an area of approximately 0.5 centimeters. The surgeon was able to peel it off, but a cloudy mark remained on the implant. The implant was used.